Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the device failed during general anaesthesia without any prior issues. Shortly after the device was restarted, it failed again. No patient injury as manual ventilation was initiated.